Manufacturer narrative:
A new lenstar ls900 s/n: (B)(4) and computer was installed by clinical application specialists from haag-streit USA. Haag-streit USA is currently awaiting for files to send to haag-streit (B)(4) for further evaluation.

Event description:
The storage of the patient data was stored under the wrong patient. A patient was scanned with the lenstar ls900, s/n: (B)(4) around 4:15 pm on (B)(6) 2016 and the second patient was scanned around 4:23 pm on this same day. The biometry readings for the first patient were stored in eye suite under both patient names. The clinical application specialist verified with the iol printouts that the calculations were exactly the same, but the patient demographics at the top were different. This caused the iol calculations for the second patient to be inaccurate and they had the incorrect lenses installed during their surgery causing the need for a second surgery in order to correct.